Event description:
Customer found that there is no power going to and no any bed function. Customer found the power cord is pulled out of power board and power cord is damaged. Power cord was replaced and this repaired the problem.